Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The worn of the tissue pad could have happened because ¿seal & cut¿ output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the contact marks on the non-insulated area of the grasping section and the probe. 4. A force to activate the output in seal &cut mode or a force to grasp tissue was applied to the probe. Therefore, cracks developed at a contact mark. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Event description:
The customer reported that, at the beginning of a total laparoscopic hysterectomy procedure, the doctor noticed a defect at the tip of the subject device. The procedure was completed with another similar device. There was no harm or user injury reported due to the event. The subject device was sent to olympus for evaluation. During inspection and testing, the tissue pad was found to be severely worn in the middle portion with metal exposed. This report is being submitted for the malfunction found during evaluation (worn pad with metal exposed).

Manufacturer narrative:
During inspection and testing, the tissue pad was found to be severely worn in the middle portion with metal exposed. The reported issue (defect at tip) was confirmed. The probe check failed and there was a crack in the probe when it was viewed under a microscope. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.